Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure at 50,000 joules. The procedure was completed with a second fiber. There was no report of pt injury.